Manufacturer narrative:
Concomitant product: 0113116 sorbafix fastener, lot #: hubt0344, exp date: 05/28/2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced migration, recurring hernia, severe abdominal pain. Post-operative patient treatment included a revision surgery. The product had been used with 0113116 sorbafix fastener, lot # hubt0344, exp date 05/28/2019.